Manufacturer narrative:
This is one of two reports being submitted for this case. The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate italy, regarding a 23mm sapien 3 ultra transcatheter heart valve implant in aortic position by transfemoral approach, during the procedure, the esheath+ did not go up, so the physician removed it. The device was checked and a crack in the distal part was noticed so a new esheath+ was opened. A 16f dilator was inserted and it went up easily into the vessel. The sheath was inserted but it did not go up as the first one due to calcification. The second esheath+ was removed and upon inspection, it was noticed the calcification chipped the distal part of the sheath. It was tried to pass the calcification with a 18f dilator and it passed. A third esheath+ went up easily passing the calcification and the valve was positioned correctly. There were no consequences for the patient and the procedure ended successfully. As per sample photos provided, it was indicated that the first esheath distal tip crack and the second esheath distal tip chipped correspond to esheath+ distal tip split.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The following sections of this report have been updated: b.4, g.3, g.6, h.2 and h.6. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint for distal tip split was confirmed empirically, through provided picture by complaint handler to the customer in which the customer indicates the distal tip split. Investigation results suggest that patient factors (calcification) may have contributed to the inability to introduce the sheath, while procedural factors (excessive manipulation) may have caused to the distal tip split. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.